Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the issue still remained. An x-ray was going to be ordered to make sure the device didn't move too deep or flip. A different recharging unit was used, the older recharger, and the programmer tablet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the x-ray wasn¿t performed yet as the patient wasn¿t returning phone calls to get the x-ray scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the implant was very deep and the device had been off for four months. The rep was going to follow-up with the healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last week, caller met with patient to turn stim on and set-up wireless recharger (wr) but they were having issues. Caller stated last week they were unable to connect to the implantable neurostimulator (ins) to turn stim on and every time they attempted to charge ins, the wr would connect but then immediately disconnect. Patient informed them that they hadn't charged their ins for over 50 days (due to broken antenna cord and being sick for a while) so caller thought ins may be overdischarged. Caller stated that patient has been at their current care facility for about 4 months and they've definitely charged the ins since being there. Caller is with patient again today and they are having the same issues and inquired about how to start a physician recharge mode (prm). Technical services (tss) walked caller through started prm with wr which was successful but the wr quickly went to showing that it was charging the ins normally but then quickly disconnected - just as the caller had seen last week. Tss had caller interrogate ins with 37642 which resulted in the screen showing that the ins needed to be charged. Caller attempted to charge ins again in several positions but each time, it would connect and almost immediately disconnect. Caller reset wr and used the drape but both were unsuccessful in maintaining connection with the ins and caller had tried this same troubleshooting last week. Patient stated that their ins had slid down (timeframe unknown) to closer to their armpit and later they noticed it had gone back into it's original position. Caller stated that they can feel ins in patient's chest but it isn't as prominent as they are used to seeing and if patient hadn't have point out where the ins was, they would have had trouble finding it. Caller described that wr is recharging normally when in the dock and between last week and today, they haven't seen the recharger show an amber/red light at all. Tss had caller attempt to charge an ins in the box and this resulted in the wr easily connecting to the ins in the box and stayed connected to charge it. The issue was not resolved through troubleshooting. Tss reviewed that the wr appears to be functioning as expected given that are no errors/codes are being encountered and that the wr worked appropriately to charge an ins in the box. Tss reviewed that caller can continue to work with patient to see if they can find a good location to maintain connection with ins, otherwise they may need to considering having hcp obtain imaging to see examine ins position in the pocket. No symptoms were reported.